Event description:
It was reported that the doctor was inserting the cannula and noticed that the backflow of blood is coming out of the port instead of the cannula tubing. The doctor removed the device above cannula and reinserted a new one. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.